Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the tip of the healicoil broke when passing the 6th suture. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection showed that the product was returned in it's original packaging. The broken distal tip was returned with the suture threader wire through the eye of it. The distal tip is broken at the taper where the inner threads start. The eye is intact. The distal plug is still in place. The proximal anchor is still in place and intact. There is bio debris present. A functional evaluation showed that the distal plug advanced forward as expected. The anchor advanced forward as expected. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the breakage of the healicoil tip during suture passing (6th). And it is unknown if the broken device tip was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Use of excessive force during passing of sutures can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.